Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. A photo of the defect could assist our quality team in their investigation. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system leaked/caused extravasation when injecting saline as a chaser. The following information was provided by the initial reporter: "it has become practice to not use a saline chaser with the 24ga diffusics catheter. When the injection changes from contrast to saline for the chaser there is an increase in extravasation. If I remember right, it has to do with viscosity and pressure change."

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system leaked/caused extravasation when injecting saline as a chaser. The following information was provided by the initial reporter: "it has become practice to not use a saline chaser with the 24ga diffusics catheter. When the injection changes from contrast to saline for the chaser there is an increase in extravasation.. If I remember right, it has to do with viscosity and pressure change."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.